Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. It was also noted from x-ray that the lead was dislodged due to twiddlers. The lead was explanted and replaced. There were no patient consequences.